Manufacturer narrative:
The failure investigation has been completed. And the alleged battery not charging issue was verified. However, the alleged low bg issue could not be investigated, due to the battery charging issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 260 mg/dl. The customer continued to use the pump for insulin therapy until a replacement pump arrived.